Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported pneumonia and peritonitis on (B)(6) 2015. A pd nurse reported that on an unknown date in (B)(6) 2014, the patient was hospitalized due to an event of pneumonia. On an unknown date during the admission, the patient acquired peritonitis and the peritoneal dialysis catheter was replaced. On an unknown date, the patient was discharged from the hospital. As of (B)(6) 2015, the patient continued to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without any further issues, and the outcome of the events of pneumonia and peritonitis are unknown.